Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(4), implanted: (B)(6) 2015. Explanted: (B)(6) 2023. Product type catheter product ID 8785, lot# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2023. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 23-dec-2016, UDI#: (B)(4) ; product ID: 8785, serial/lot #: (B)(4), ubd: 02-oct-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving gablofen 2000 mcg/ml at 203.3 mcg/day. It was reported the patient had demonstrated withdrawal symptoms as evidence by increased spasms, and increased tone. The managing physician stated it had been evident since (B)(6) 2022 and the patient started taking 20 mg oral baclofen as needed without a response. The patient had been brought into the clinic on (B)(6) 2023 and two attempts to aspirate the catheter access port (cap) were unsuccessful. A catheter revision took place on (B)(6) 2022. Upon exposing the pump incision site, the existing catheter appeared securely fashioned onto exit port of the pump. Attempts at aspirating the cap with a 24 gauge non-coring needle were unsuccessful. Upon disconnecting the catheter from the pump no retrograde flow of cerebrospinal fluid observed. The catheter was then cut below the collet connector with no csf flow. The catheter was then cut above the collet connector with spontaneous csf flow from existing spinal segment. At that point the surgeon decided to replace the entire catheter as managing clinicians wished the tip of the catheter to be implanted to t6 from its current position of t10. Environmental, external, and patient factors that may have led or contributed was the patient had a history of multiple falls, including five falls in the past four weeks where the patient broke several ribs. Other medications the patient was on include: prilosec, wellbutrin, celexa, magnesium oxide, trazodone, tylenol, roxicodone, dulcolax, milk of magnesia, miralax, and vitamin d. The patients weight was 268 lbs and their past medical history included neuropathic pain, depression, intraventricular hemorrhage, impaired, functional mobility, balance, gait and endurance, pseudomeningocele, frequently falls, prediabetic, lumbar chronic back pain without sciatica, spastic hemiplegia secondary to stroke, gastric esophageal reflux disease, seasonal, allergies, left gluteal muscle strain, sacroiliac joint dysfunction, stroke in 2006, hemiplegia and hemi paresis affecting right dominant side, seasonal affective disorder, iliotibial band syndrome affecting left lower leg, lipomas in left lateral inferior obliques, muscle spasms, non-traumatic cortical hemorrhage of left cerebral hemisphere, tremors, functional gait, abnormality, balance, problems, right foot, contusion, left hip joint pain, oxygen saturation is borderline low, cough, neck, stiffness, difficulty eating, headache, back, stiffness, foot drop on right side, non-displaced fracture of proximal end of right humerus, sprain of inter-phalangeal joint of right thumb, acute pain of right shoulder, insomnia, due to medical condition, healthcare, maintenance, swelling and pain of right leg, chronic bilateral low back pain, gait, abnormality, extremity edema, dermatitis of left, posterior calf, urinary incontinence, conjunctivitis, facial, cellulitis, covid-19 community, acquired, pneumonia, blood pressure elevation without history of hypertension, nocturnal hypoxemia, lumbar degenerative disc disease, radiculopathy. At the time of this report the issue had been resolved and the patients status was alive - no injury.

Event description:
Additional information was received that the cause of the inability to aspirate the catheter was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. The 8781 catheter was returned for destructive analysis and identified no significant anomalies. The 8785 catheter was returned for destructive analysis and identified the collet was not fully locked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.